Event description:
Procedure: laparoscopic appendectomy, patient sex: unk. Reportedly, the surgeon applied the device it transected the tissue however the staples did not form. The surgeon attempted to apply a second staple cartridge and againt the staples aid not form. The procedure was then changed to an open surgery and the surgeon used an open stapled to finish the case. Pt is doing fine.